Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that the infusion set fell off, and by the time she noticed it, she was already in diabetic ketoacidosis. Assisted the customer with rewinding the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.